Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) triggered an alert due to a decrease in biventricular (biv) pacing. Technical services (ts) reviewed the device data and observed consistent biv pacing on the presenting electrogram (egm). However, farfield signal on the atrial channel was noted, leading to inappropriate atrial tachy response (atr) mode switches. In these mode switches, intrinsic intermittent right ventricular (rv) sensed beats were observed that resulted in a drop in biv pacing percentages. Ts provided reprogramming recommendations. No adverse patient effects were reported. This crt-p remains in service.